Event description:
The technician indicated the bed exit will not alarm after weight is removed from the sleep deck.

Manufacturer narrative:
The technician found a defective tape switch. The technician replaced the tape switch to repair the bed.